Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6).. However, transmitter with serial number (B)(6). Was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and a fatal error was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause could not be determined post investigation. The reported event of transmitter failed/error/alert is reportable based on a fatal error found in the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).